Manufacturer narrative:
Thymatron system IV serial number (B)(4) was returned to factory for eval. After a complete test cycle including functional and safety testing, no faults were found. The unit was returned to the hospital on (B)(4) 2008 and they have reported no problems since. The hospital's biomed manager did a f/u discussion with the nurse and they all determined the nurse received a static electricity shock. The nurse admitted it was just like one he received at his home several days earlier. Because no fault was found and because the nurse realized it was not the device, we closed this matter. Had the hospital's own biomed manager discussed the event with the nurse first, no report would have been filed.